Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the same cartridge and declined to further troubleshoot with tandem technical support. Customer's blood glucose ranged from 189-190 mg/dl.